Manufacturer narrative:
A philips field service engineer (fse) visited onsite and confirm the reported issue "the speaker malfunction inop was displayed on the device" & the speaker did not produced sound. The fse determined that the {453564673831, mx_100/x3 speaker assembly} needed to be replaced. The fse replaced the speaker and also upgraded the software to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported that a the intellivue x3 device was experiencing a speaker malfunction inop. The device was not use on a patient at the time of the event. There was no adverse event reported.